Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the device failed to power on. The device's power management board needs to be replaced. No components were replaced. The device was scrapped.